Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. No blank display. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the screen was damaged after the insulin pump was dropped. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.